Event description:
Event details: patient was experiencing low flow alarms and the medical team treated this with increases in speed. The aortic valve was not able to be captured with increases in speed. The patient experienced gi bleeds and hemolysis so further investigation was done. Echocardiogram (echo) showed inadequate unloading of the left ventricle, and the aortic valve was opening with every beat indicating outflow graft obstruction. Thoracotomy incision resulted in outflow graft bend relief getting cut. There was bio-debris evident with the cut of the outflow graft bend relief and it was removed. There was no change in the lows before or after surgery. There was echo evidence of further unloading of the left ventricle and the aortic valve was captured more frequently.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction, gi bleeding, and hemolysis could not be confirmed. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The heartmate 3 instructions for use heartmate 3 lvas IFU lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 05may2023. Per the medwatch form, the patient was admitted (B)(6) 2022 with shortness of breath, increased edema, and nocturnal dyspnea. Computed tomography (CT) scan on (B)(6) 2023 noted 50% narrowing of the outflow graft concerning for thrombus. Lactate dehydrogenase (ldh) was within limits. On (B)(6) 2023 the patient was taken to the operating room for bend relief surgery. The bend relief was removed from the outflow graft along with protein material that was obstructing the outflow graft. Left ventricular assist device (lvad) flow increased immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction, gi bleeding, and hemolysis could not be confirmed. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The heartmate 3 instructions for use heartmate 3 lvas IFU rev. C lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was admitted (B)(6) 2022 with shortness of breath, increased edema, and nocturnal dyspnea. Computed tomography (CT) scan on (B)(6) 2023 noted 50% narrowing of the outflow graft concerning for thrombus. Lactate dehydrogenase (ldh) was within limits. On (B)(6) 2023 the patient was taken to the operating room for bend relief surgery. The bend relief was removed from the outflow graft along with protein material that was obstructing the outflow graft. Left ventricular assist device (lvad) flow increased immediately.